Event description:
Facility reported that a pt with a history of penicillin allergy developed a body rash while in the operating room. Contact stated that the pt was on vancomycin. Reportedly, pt's "throat closed" and the pt developed "facial edema". As a result, the pt had to be reintubated. Follow up with facility revealed that the allergic reaction was related to vancomycin, and the rash was attributed to redman syndrome. Contact stated that the pt fully recovered with no sequelae.